Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission the device was found to be in backup vvi mode. The patient was brought into the clinic for further troubleshooting. Patient was asymptomatic. Device download was performed successfully.